Event description:
During laparoscopic bypass surgery, pieces of the trocar were observed in abdomen. Upon inspection of trocar it was found in pieces. Attempted to retrieve what they could observe, but uncertain if they retrieved all the pieces. Patient family was informed. Dr will follow-up with patient to determine any complications.